Manufacturer narrative:
Complete event site name: niigata prefectural central hospital event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4) device not returned.

Event description:
It was reported that after the intra-aortic balloon (iab) was inserted and therapy was initiated, blood was seen entering the sleeve of the iab. The patient was asked to pull the sleeve slightly from the sheath and therapy was continued. There was no patient harm or adverse event reported.

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The returned sheath was not a maquet product. Dried blood was observed within the stat gard sleeve. No blood was observed inside the iab catheter. A portion of the membrane and inner lumen was cut from the iab and not returned. The extender tubing was also returned. A kink was found on the catheter tubing approximately 31cm from the iab y-fitting. A second kink was found on the inner lumen approximately 62.2cm from the iab y-fitting. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The condition of the iab indicated kinks in the catheter tubing and inner lumen. A kink in the catheter tubing may cause an opening for blood to pass out of the stat gard seal into the statgard sleeve. Blood may also enter the stat gard sleeve when the sheath seal is moved back and forth. This is the intention so blood does not spray over the user and patient. However, the reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.